Manufacturer narrative:
Product complaint# (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke during the procedure. Immediately changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.